Manufacturer narrative:
The complaint for leaflet thickened was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''clinical review of medical records received confirmed mild leaflet thickening on the tee.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information provided, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by clinical safety, approximately 4 years and 1 month post tavr procedure a 26 sapien 3 valve in the aortic position a tte showed mild pvl regurgitation, consider patient prosthesis mismatch and a tee showed mild leaflet thickening. Clinical review of medical records received confirmed mild leaflet thickening on the tee. Per additional information provided approximately 5 years post tavr the valve was explanted.